Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."

Event description:
It was reported patient underwent an initial right hip arthroplasty on an unknown date in 1999. Subsequently, patient was revised on (B)(6) 2015 due to bone fracture. The modular head, acetabular cup, and femoral stem were removed and replaced.